Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that the battery voltage was questioned for this implantable cardioverter defibrillator (ICD). The advisories were also questioned. Technical services (ts) discussed the shortened replacement window ((B)(6) 2007) advisory and that this device did not appear to be affected by the advisory behavior at that time. The patient later heard tones from the device. The device was subsequently explanted for normal battery depletion and was returned for analysis. Routine initial device testing indicated that detailed analysis was required. No adverse patient effects were reported.